Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021. The cause of death is unknown. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed, and the device was not explanted. The device will not be returned. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient passed away. The cause of the patient death was unknown.